Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 12 issue was verified, but the minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that malfunction alarms occurred intermittently. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.